Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) error message on (B)(6) 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event. The autopulse platform is a reusable device and was manufactured in 03 oct 2010. It has exceeded its expected service life of 5 years. As part of routine service during testing, the platform was examined and found a cracked front enclosure and bent battery lock. The observed physical damages are attributed to the normal wear and tear due to the age of the device, it is unrelated to the system error message. After replacement of the processor board, front enclosure and battery lock were replaced; the device was tested to full specification and passed all final testing without any error observed. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported on (B)(6) 2015 for the autopulse platform with serial (B)(4). The processor board was replaced to remedy the issue.

Event description:
Upon powering up the autopulse platform during a shift change, the platform displayed system error, out of service, revert to manual CPR error message. No patient involved.